Event description:
Paramedics responded to a person in cardiac arrest. The pt was connected to the device with disposable defibrillation/ECG electrodes. According to the reporter, the monitor battery lost power then, when the defibrillator was charged, it would not discharge and then wouldn't charge. A backup from another ambulance on the scene was used to continue the call but the pt was not resuscitated. The reporter indicated the device did not cause or contribute to the pt's death because the pt was not viable.